Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 06/02/2025, it was reported by a facility representative via (B)(4) that an ar-1255-18 suture passing wire- per customer - device is defective. The loop at the end of the wire broke off. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.